Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
Customer stated, she called regarding the scroll wrap safety recall. Customer reported that she noticed that when she pushed the down arrow it will jump from 25 to 50 to 75. Customer also stated that the belt clip on the insulin is broken. Customer explained that the little latch that the belt clip locks onto broke off; the damage is between the reservoir and the battery compartment. Blood glucose value was 125 mg/dl; value on the day of the call was 82 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.